Event description:
It was reported that during a hemodiafiltration (hdf) post dialysis treatment a tego was alleged as doesn't make the cap. If the clamp is open, there is tego that leaks. There was approximately < 20 mls. Of blood loss which is reported to be very dangerous if the tego opens at home. The tego was initially installed on (B)(6) 2022, and removed and replaced on (B)(6) 2022. The disinfectant used on the valve was reported to be chlorexidine alcoholic. Products used in the circuit are reported as heparin on (B)(6) 2022, and heparin, iron, and aranes on (B)(6) 2022 the event was reported to be the cause of the device¿s screw thread. There was no patient harm reported. No additional information was available at this time.

Manufacturer narrative:
The device involved in the event is expected to be returned to the manufacturer for further evaluation; however, it has not yet been received.

Manufacturer narrative:
One (1) used list #d1000, tego¿ connector, appx 0.05 ml; was received and visually inspected. As received, seal doming was present on the female luer end of the tego. Blood residuals were also observed between the tego seal and body. The d1000 tego was disassembled to evaluate the cause of the domed seal. Adhesive at the top of the yellow body slot used to anchor the seal from being pulled off the post during luer withdrawal was not present resulting in the seal resting on the top of the body post and doming/leakage on the top surface of the seal. The complaint of leakage can be confirmed. The probable cause of the seal doming and subsequent leakage is due to an assembly error in ensenada where adhesive was not appropriately placed on the tego. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information -d9 - date returned to mfg 5/31/2022.